Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the intentional cutting of the rotawire was done to remove the tangled burr and wire. After the rotawire was cut, burr and part of the wire and remaining portion of the wire itself were separated and simply pulled out from the patient¿s body; two separate parts of the wire were received for analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03668. It was reported that the wire became tangled with the burr. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ were selected for use. During procedure, it was noted that the rotawire got tangled with the burr. Both devices were then simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the device was broken, with the cut at approximately 132cm from the distal end of the device. A kink was also noted on the spring tip. The unit that was returned included only the part of the rotawire that contains the distal tip, the other fractured section of the device was stuck on the related burr complaint. Dimensional inspection of the outer diameter (od) of the distal tip was performed and was noted to be within specification. However, the overall length, od of the middle of the device and od of the proximal section could not be measured because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03668. It was reported that the wire became tangled with the burr. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During procedure, it was noted that the rotawire got tangled with the burr. Both devices were then simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rotawire was intentionally cut during the procedure. And, it was also confirmed that there were no fragments left inside the patient's body.